Event description:
Customer reported that he had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 60 mg/dl at the time of hospitalization. Customer stated that he had passed out twice due to low blood glucose. When he was taking care of his horses and he passed out and fell and his insulin pump broke. Second time his wife found him unconscious in the morning in bed and treated with a glucagon shot and took him to the hospital. Customer also stated that he was not disconnected during the rewind prime process. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.